Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with failure code 82 was confirmed and duplicated during product evaluation. However, the root cause of the reported condition was not identified and was returned unrepaired.

Event description:
The facility reported a flo-gard infusion pump with failure code 82. According to the facility, this event occurred upon power-up in the intensive care unit. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.